Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient's scs ipg triggered the elective replacement indicator (eri). It is unknown if triggered earlier than intended. Troubleshooting attempted to no prevail. No intervention will be planned at this time.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.